Event description:
It was reported that the patient lost their recharger and their implantable neurostimulator (ins) went dead. The patient was in the hospital as they were found unconscious in their home 11 days ago. The patient had been unresponsive for 2 days, and had since been pretty unresponsive. The caller stated the hospitalization was related to the dbs device as the patient's ins battery had gone completely dead and the patient had return of symptoms (caller did not provide further detail). The caller stated the family had not been informed until yesterday, and they called the manufacturer's representative (rep) as the hospital thought the patient had a pacemaker, and they realized the patient had lost their recharger. The patient representative called back and added that the patient had no movement, and that they hardly were able to open their eyes at times. The caller stated they had found another external device and inquired about using that for recharging. After further review, the caller stated they had the handset and communicator, and that they had found the patient programmer. Patient services reviewed that lost recharger replacement was ordered, and reviewed that if they need assistance with charging the patient's ins once the recharger was delivered, to contact patient services or refer to recharger manual. An email was sent to the repair department to replace the lost recharger.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.